Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to moisture damage on the forced sensor resistor. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self-test, off no power test, unexpected rewind error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 213 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed motor error alarms within the last month. Customer was advised that insulin pump would need to be replaced.